Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that drive support cap was flush. The customer¿s blood glucose level was 211 mg/dl. The customer reported past event that the insulin pump had no delivery alarm. Customer stated that the insulin pump had motor error alarm. Customer was able to complete pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during the prime test due to loose or protruded drive support disk. Unable to perform the occlusion or verify excessive no delivery alarm due to motor error alarm. The motor was tested outside of the device and passed.